Manufacturer narrative:
(B)(4). Although there have been attempts to receive further information regarding the device and event, no additional details were provide and the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25mm bioprosthetic mitral heart valve is failing after an implant duration of approximately six (6) years due to unknown reasons. No additional details provided.

Manufacturer narrative:
\Edwards lifesciences has identified that this event is a duplicate event in which MFR #2015691-2015-03206 has already been submitted.